Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. It was determined that the shock was inappropriate due to r-wave amplitude reduction, non-physiological artifacts with possible sense b artifact while in the primary vector. Technical services (ts) recommended troubleshooting in all three vectors to reproduce the noise. No artifacts were reproduced after in-clinic testing. After recording a new template and programming to the secondary vector, another inappropriate shock was delivered. Due to t-wave oversensing. System revision was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted and returned to boston scientific for further investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. It was determined that the shock was inappropriate due to r-wave amplitude reduction, non-physiological artifacts with possible sense b artifact while in the primary vector. Technical services (ts) recommended troubleshooting in all three vectors to reproduce the noise. No artifacts were reproduced after in-clinic testing. After recording a new template and programming to the secondary vector, another inappropriate shock was delivered. Due to t-wave oversensing. System revision was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.